Event description:
It was reported that the emphasis offset inserter broke. This device relies on a very small piece of plastic to stop the cup from rotating. This design is poor. There was surgical delay. A new one needs to be send.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "it was reported that the emphasis offset inserter broke. This device relies on a very small piece of plastic to stop the cup from rotating. This design is poor. There was surgical delay. A new one needs to be send." The product was not returned to depuy synthese, however photos were provided for review. See attachment (B)(4) device photo ad (B)(6) 2023 (1), (B)(4) device photo ad (B)(6) 2023 (2). The photo investigation revealed that the black rotation locking catch of angled acet insertr was broken. Review of provided photo shows that the black rotation catch of device is broken, with the available information and evidence, cause of the event remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.